Event description:
Ten days after a second treatment with human collagen, the pt experienced severe swelling of their eyes which is continuing to progress lower on their face. The physician prescribed oral cyclosporine for treatment of signs and symptoms.